Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient was in stable condition.